Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer to request access to the device to download the electronic records related to the event. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient when both of the batteries became depleted and the device powered off unexpectedly. They also reported smelling smoke during the event. The patient did not survive. Physio-control contacted the customer to request additional information on the patient and the event. The customer advised that they are unable to provide any additional information.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio-control performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. This was determined due to the ECG evidence that the patient needed defibrillation at 2:19:08 pm but it was not administered until 2:20:25 pm. The customer declined to return the device to physio-control for evaluation and confirmed that this device has been permanently removed from service. The device was not returned to physio-control for evaluation. Physio determined that the likely cause of the reported issue was an inoperative ac power adapter and the use of the device with depleted batteries. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient when both of the batteries became depleted and the device powered off unexpectedly. They also reported smelling smoke during the event. The patient did not survive. Physio-control contacted the customer to request additional information on the patient and the event. The customer advised that they are unable to provide any additional information.